Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
Related manufacturer report number 1627487-2019-08424: it was reported that lead migration issue was observed on both leads. One lead migrated down one vertebral body and the second lead migrated down several vertebral bodies. It is unknown when this issue began and unknown if the patient experienced any traumas or falls. Both leads were explanted, and new leads were implanted as a result to resolve the issue. The implantable pulse generator remains implanted and impedance values were in normal range. There were no complications during the procedure and effective stimulation was obtained post procedure. Patient is stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number 1627487-2019-08424.